Manufacturer narrative:
The physical controller was returned with a charging cable but no adapter. The device was able to power on, and the battery charge was at 83%. The device was then plugged in, and the controller was able to charge to 100% with no issues and the controller was not found to overheat. Inspection of the physical device found no evidence of thermal damage. The engineering log files from the date of occurrence were not available as they had been overwritten. Review of the available android log files from 26sep2025 to 28sep2025 found no evidence of issues with battery life or charging. The log files showed multiple instances of the device charging to 100%. Review of the battery temperature during charging cycles found that the battery temperature never rose above its rating of 40 degrees celsius. No abnormalities were observed in the log files that would contribute to increased battery drain, battery life issues, or overheating of the device while charging.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event, or if the user error contributed to the event. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 personal diabetes manager overheated and will no longer hold a charge. The patient reported using multiple charging cables to charge the device. Using a charging cord not provided by insulet, contradicts the instructions provided in the user guide. The device, charging cable and adaptor have been replaced.